Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to evidence at explant of shortened longevity and high impedance. Another device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to evidence at explant of shortened longevity and high impedance. Another device was implanted. No adverse patient effects were reported.